Event description:
Subsequent to the prior medwatch submissions, the following info was rec'd: the physician attempted to place a biodivysio sv 2.5 x 10mm stent and not the previously reported biodivysio 2.5 x 15mm stent.

Event description:
Received a report of a cracked hub. The physician attempted to place a biodivysio sv 2.5 x 15mm stent in the proximal portion of the left anterior descending coronary artery which was 80% stenosed and moderately calcified. The vessel was predilated. When the physician attempted to deploy the stent with the inflation device, the balloon would not inflate. It was reported that the hub was cracked. The stent delivery system was removed and another biodivysio 2.5 x 15mm stent was deployed successfully. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.